Event description:
The customer reported both monitors have a ghost image on them, ge logo is burnt-in and right monitor has vertical squiggly lines. No pt involved.

Manufacturer narrative:
The service rep removed and replaced both monitors. He adjusted/aligned and the system tested ok. System functions as intended, case closed.